Event description:
Customer reported two separate events on same pt, with same device, on successive nights. During neosynephrine infusion, pt's bp did not respond as expected; nurse noted no flow in drip chamber and found tubing in the silicone segment fused in 2 inch section. Biomed was able to massage open part of the fused area. The following evening the nurse noted bag of neosynephrine was empty sooner than expected. There was no injury to pt and no medical intervention performed. Although requested, no add'l info was available. A copy of the pump module chamber blocked alarms tip sheet was sent to the customer to review with staff.

Manufacturer narrative:
(B)(4). Pt information requested and all available info is included: the device has been rec'd for eval. A follow up report will be submitted with any new relevant info.